Manufacturer narrative:
Per the tandem user guide - do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500mg/dl. Reportedly, customer was reusing cartridges. Reportedly, customer required assistance from school nurse to treat bg level via correction bolus and settings a temporary basal rate. The customer was instructed to consult with healthcare provider regarding bg level.